Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 06/05/2015. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the bolus history shows on (B)(4) 2015 at 06:55 a 3.55u combo bolus with duration period of 3.0hrs was programmed. History shows 3.12u of that bolus was delivered. While the combo bolus was still active a rewind/load/prime sequence was performed at (B)(4) 2015 08:44. The rewind/load/prime sequence cancelled the remainder of the combo bolus..#3. Successfully performed a 10 u audio bolus and 10u normal bolus. Both were accurately recorded in the pump bolus history and bolus tdd history correctly showed 20.0u. No eaw¿s occurred during 24hr testing. Investigators were unable to duplicate the complaint. Battery compartment is cracked near the cover. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.